Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a defect of charged coupled device (ccd) unit occurred during user handling. However, a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation (no image) was not confirmed. However, it was observed the image was noisy due to a shortcut of the ccd (charge-coupled device) cable. Additionally, the image was flickering during angulation due to defective ccd unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera laparo-thoraco videoscope had a no image issue. The reported problem was found during maintenance. The facility finished the procedure with the same device. There was no delay, no death, injury, or harm associated with the event. The patient was not under sedation when the event occurred.